Event description:
It was reported that the pt experienced intermittencies. External equipment was changed. However, the problem was not resolved. The implant surgeon decided to move forward with surgery. Surgery to explant the pt's device and reimplant with another device was scheduled.